Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿a left hemiparesis only in the face" and "injector probably touched the facial nerve during the procedure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "contra-indications ¿ do not inject into the blood vessels (intravascular)"

Event description:
Healthcare professional reported to a company representative that they injected a patient with 0.33cc juvéderm ultra¿ in the lips in the morning; patient had requested an increase of volume. Healthcare professional suggested they ¿only delineate¿ because the patient already had ¿a good proportion¿ and ¿had never been filled before.¿ patient had no problems all day, but at night, they experienced ¿a left hemiparesis only in the face.¿ patient was treated with corticosteroids and was told that the injector probably touched the facial nerve during the procedure. Patient visited the hospital where they ruled out acv (stroke) and advised the patient it could be a virus; after spending the night through to the morning, patient is ¿already well¿ and ¿there are no sequels left.¿